Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the left ventricular channel. The patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the left ventricular channel. The patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted due to normal battery depletion and returned to boston scientific for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.